Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the experienced high blood glucose levels. The customer blood glucose was 250-380 mg/dl. The customer administered a manual injection. During troubleshooting with tandem technical support(cts), cts determined that the pump functioned as intended. Reportedly, the contacted stated that the site was not changed since the reported event. Followup call with cts the contact reported that the customer's bg have stabilized.